Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. As identified, replaced the image processor. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that an image pixel problem exists with the 9800 system. It was also noted that there was an image processor failure. There was no report of pt injury.